Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery the guard/shield portion of the mesher was damaged. It was hanging loose and would not close, which made it impossible to feed anything through. There was no patient involvement. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4 b5, d4, g3, g6, h2, h4, h6, h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. The work order was canceled as it was created with the wrong serial number. The device received was sn 8631 and repaired under cmp-0938104 (wo 00088364). Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.